Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient diagnosis: chf (congestive heart failure), and coronary atherosclerosis.

Event description:
On (B)(6) 2020 around 11:25am, the pump was programmed to infuse magnesium 2gm over 2 hours at a rate of 25ml/hr for a total of 50ml, prior to the patient's cardiac catheter lab procedure. It was reported that the pcu device was incorrectly programmed, which caused an overinfusion. There was no patient impact or harm, and the patient was discharged home post procedure recovery time on the same date. Although requested, further information was not provided.

Event description:
On (B)(6) 2020, around 11:25am, the pump was programmed to infuse magnesium 2gm over 2 hours at a rate of 25ml/hr for a total of 50ml, prior to the patient's cardiac catheter lab procedure. It was reported that the pcu device was incorrectly programmed, which caused an overinfusion. There was no patient impact or harm, and the patient was discharged home post procedure recovery time on the same date. Although requested, further information was not provided.

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-13622, which captured the suspect device.